Event description:
After cranial biopsy, pieces of plastic were observed on the specimen upon extraction of said specimen from the passive biopsy needle. No patient injury reported.

Manufacturer narrative:
Investigation of this event is still in progress. No conclusions have been made to-date as to the likelihood that any material could be transferred to the patient or resultant long-term effects.